Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the sleeve of the inner cannula was unable to remove. The patient died. It was reported and clarified that the death is not related to the event/device. The device was replaced before the patient died.